Event description:
The following was reported to hamilton medical ag: technical faults: 232008, 232035, 246006, 285002. Self test failed. Wrong expiratory valve. No ventilation after power failure. Buzzer defective. Not possible to turn off the unit and it can't be access in 'service mode'. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the investigation confirmed that the root cause of the incident was a defective control board. The logfile analysis also confirmed the technical faults reported by the customer. The defective control board caused the device to not start-up. The service technician replaced the control board and ran all required functional tests. The device worked as intended again. Although in the underlying case there was no patient involvement a failed start-up can lead to a delay in treatment and thus - in a worst case scenario - lead to a deterioration on the state of health of the patient. Therefore, this case was assessed reportable. There was no patient harm.

Event description:
The following was reported to hamilton medical ag: technical faults: 232008, 232035, 246006, 285002. Self test failed. Wrong expiratory valve. No ventilation after power failure. Buzzer defective. Not possible to turn off the unit and it can't be access in 'service mode'. No patient involvement.